Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found 7.5 cm to 10.5 cm and 14.5 cm to 15.0 cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6). MFR name: jude medical (B)(4); no complaint received with return of device. Failure (event) observed during analysis.